Event description:
In 2008, the pt reported that she has experienced elevated blood glucose (200-300 mg/dl) since beginning use of a new box of cartridges and she has noticed air bubbles that are difficult to prime out. She stated that elevated blood glucose began a day before, and she began use of the insulin cartridges a "few days ago." She stated that she primes most of the air bubbles out of the system but sometimes the bubbles stick to the sides of the insulin cartridge and she is not able to remove them. She stated that she uses room temperature insulin. She was educated on the proper technique for filling the insulin cartridges. Upon follow up one week later, the pt stated her blood glucose was "fine" and she was able to get help with properly filling the insulin cartridges. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.